Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: investigation summary: this is the first complaint received for this incident in this batch. It was verified the batch record and the manufacturing period was in 27 - jul/2017. It was no quality notification, maintenance record or other deviation in the batch manufacturing. Investigation conclusion: evaluating the image provided by the customer, it is possible identify barrel cracked, luer cracked and stopper damaged, confirming the reported defects. Bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: according this evaluation these defects have related causes. The potential causes for the problem is barrel jam on feeder system or misalignment at assembly machine. That jam is inherent to the manufacturing process. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the barrel on a bd 20 ml plastipak¿ luer-lok¿ syringe was cracked before use. No injury or medical intervention.